Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred about 3 hours and 45 minutes into the patient¿s hemodialysis (hd) treatment. It was reported that the cause of the leak was due to the heparin line separating from the arterial line of the bloodlines. There were no machine alarms as the leak was external. There was no defect or damage seen on the bloodlines and no connection issues or leaks were noted during priming. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not complete treatment because they were towards the end of their 4-hour total treatment. The patient continued with their normally scheduled hd treatments following the event. The bloodlines are not available to be returned to the manufacturer for evaluation because they were discarded.